Manufacturer narrative:
The reported field event of no communication was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment; and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to device implant communication could not be established between the device and the programmer. The device was not implanted.